Manufacturer narrative:
The device was not returned for evaluation. Therefore, we could not conclusively determine the root cause of the reported incidents. Due to the nature of the product, balloon ruptures are an expected risk when using this product. As stated in the IFU: as with all catheterization procedures, complications may occur. These may include but are not limited to: infection, local hematomas, intimal disruption, arterial dissection, perforation and rupture, hemorrhage, arterial thrombosis, distal emboli of blood clots or arteriosclerotic plaque, air embolus, aneurysms, arterial spasms, arteriovenous fistula formation, balloon rupture or tip separation with fragmentation and distal embolization. The possibility of balloon rupture must be taken into account when considering the risks involved in the catherization procedure. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Please note that this is report 2 of 2. Report 1220948-2023-00088 was submitted for the remaining device related to this incident.

Event description:
It was reported that during the use of a tuftex over-the-wire cathter, after inserting the catheter into the vessel, the balloon was inflated. The first catheter used in the procedure experienced a balloon rupture. A second catheter was then used, but as the catheter was withdrawn for thrombectomy, the balloon also ruptured. The procedure was completed using a third catheter. No injury occurred. Note: this is report 2 of 2 related to the second catheter used in the event. Report 1220948-2023-00088 was submitted for the second device involved in this event.